Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure on (B)(6) 2021, the patient's right ventricular lead pacing impedance was consistently below the optimal range. During repositioning of the lead, it was noted that the lead's helix would not extend and so a new lead was used. The patient was stable throughout.